Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the recharger (rtm) just exploded and stopped working and was on fire. An e-mail was sent to the repair department to replace the rtm. Additional information was received from a patient (pt). It was reported that it did not explode, patient stated that to describe the damage. What they meant was charger was extremely hot and felt like burning to touch. The wire near the paddle was indeed very hot and patient saw it glowing. There were no flames, but the wire was glowing and there was just a little bit of smoke. They did not suffer any burns or burn marks but when patient touched it with the finger, it felt like touching a very hot dish right out of the oven, ¿where you go ouch¿; which made them quickly retract the finger. Patient said they are expecting to receive the new device today along with the return kit. Once they have the return kit, they will mail the device in question back to medtronic.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.